Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation was breached cut and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant no capture could be established with the lead. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.